Manufacturer narrative:
(B)(4). Insulin pump received with cracked battery tube threads and stripped battery cap coin slot noted. The test reservoir p-cap was able to lock in place. Pump received with blank display due to corroded battery cap contact noted. Unable to verify charge, battery anomaly due to blank display. However, using a test battery cap, the unit powered up properly and no blank display or charge/ battery anomaly noted during testing. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec.

Event description:
Information received by medtronic indicated that the insulin pump had issues with battery draining faster. The customer stated that the insulin pump had blank display. The customer stated that the insulin pump had cracked at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.